Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No PMA/510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. Concomitant medical products: total asr fem imp size 45 femoral head; asr acetabular implant 50 acetabular cup.

Event description:
Complaint description: asr revision; right, resurfacing. Reason(s) for revision: unknown. Update ad 03 sep 2018: (B)(4) has been re-opened under (B)(4) due to scf (surgeon confirmation form). Scf alleges component loosening, pain, component malalignment, alval and soft tissue reaction. Corrected lot number of the cup from 1184621 to 2571435 and head from 1851463 to 2565516 and manufacturing date of cup and head. Update patient harm of all ip's. Doi: (B)(6) 2008; dor: (B)(6) 2015; right hip.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was confirmed that the femoral head was loose.

Manufacturer narrative:
(B)(4). Investigation summary the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA(B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.